Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the pod for longer than 48 hours. The patient visited her primary care physician on (B)(6) 2026. The patient reported that a lump formed at the pod site, which subsequently progressed to an infection. She described the site as very painful, approximately the size of a grape, and associated with swelling. After initiating antibiotic therapy, the site began to ooze a milky discharge, which later became more serous in appearance. The patient noted that the size of the lesion has since decreased but remains approximately grape-sized with discoloration at the center. The patient was diagnosed with an infection at the pod insertion site, with a possible contributing factor of insulin pooling. Treatment included oral antibiotic therapy with doxycycline.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone13.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.